Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 and e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessed with the different procedure from the instruction manual (including cases where leakage test is not performed properly) likely occurred due to improper handling of the actual product at the facility. The root cause could not be identified. The phenomenon can be prevented by following the reprocessing methods described in the instruction manual below: "chapter 6 compatible reprocessing methods and chemical agents". "Chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not correctly reprocessing the device. The ess (olympus endoscopy support specialist) watched the staff reprocess the scope and noticed the balloon brush was not going down, and it was a 3rd party brush. Ess also noticed the ebus balloon brush was not going through and got jammed on multiple scopes. The ess told the facility that this could be the wrong scope brush. The scope brush the facility was using was a steris 3rd party scope brush. The ess also noticed the staff was not placing the balloon attachment on the scope in the device. The facility has this attachment but was not using it, so the ess corrected them, and now they are placing the attachment on the scope for the device reprocessing. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for a device evaluation. Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: the ess (olympus endoscopy support specialist) watched the staff reprocess the scope and noticed the balloon brush was not going down, and it was 3rd party brush. Ess also noticed the ebus balloon brush was not going through and got jammed on multiple scopes. The ess told the facility that this could be the wrong scope brush. The scope brush the facility was using was a steris 3rd party scope brush. The ess also noticed the staff was not placing the balloon attachment on the scope in the device. The facility has this attachment but was not using it, so the ess corrected them, and now they are placing the attachment on the scope for the device reprocessing. Ess provided olympus brush ordering numbers for a rush order for the facility to start using. Ess provided the olympus reprocessing brushes to the manager and put an urgent rush to receive them as soon as possible. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff with reprocessing training materials for their reference. Ess also completed a repair reduction in-service for staff. Reviewed facility repair trends and ways to avoid and prevent common repairs and supplied literature. Ess also completed an in-service on a bff-uct 180 for staff. The ontrack form documents all cleaning, disinfection, and sterilization information that was reviewed during in-service. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.